Event description:
The customer reported that the heartstart mrx "can't show". There was no patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.